Manufacturer narrative:
Suspect device: compact test drum.

Event description:
Customer reportedly obtained a result of 290mg/dl on the compact plus test system while a hospital device read 130mg/dl. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. No strip information provided and no quality controls were used. Comparison reportedly performed at a medical facility. Compact plus test system: strip lot/exp/cat unk.